Manufacturer narrative:
No button error alarm was noted. However, the pump had no button response due to corroded keypad traces. Unable to test the threshold suspend alarm due to no button response. The pump also had a cracked reservoir tube, a cracked reservoir tube lip and a stained end cap sticker. No moisture damage was noted on the electronic assembly or motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they suspended the insulin pump for a few minutes prior to the button error alarm occurring. It was also found the alarm could not be cleared with a battery change. The customer's blood glucose was 364 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.